Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited premature elective replacement indicator. The message was cleared and the alert reappeared. Premature battery depletion was suspected. No further intervention was performed. The patient was in stable condition and would continue to be monitored.